Manufacturer narrative:
(B)(4). The second filter extension set and respective sample evaluation is being reported in (B)(4) (manufacturer report number 1416980-2014-05496). Additional information: the set-up described in the event description indicated that the roller clamp of the attached primary set was closed, however, the slide clamp below the filter on the filter extension set was not closed, which allowed the fluid in the filter to finish infusing. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that an interlink extension set caused an overinfusion of medication which caused the patient (pt) to "crash". The drug being infused was flolan, which was attached to a primary set and connected to the extension set. The set up was being used on a pump to deliver the medication to the pt (dose and frequency not reported). It was reported that when the flow was stopped using the roller clamp on the primary set, the fluid remaining in the filter of the extension set (only) completely drained into the patient. It was reported that the event caused the pt to ¿crash¿ (not further specified). The issue required unspecified medical intervention. The outcome of the pt was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number r13k07123 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The two used devices from this lot were received for evaluation. The devices were spiked into an in-house solution bag and reprimed with a primary set attached. The set up was then attached to an in-house pump and a test was run with no issues noted. All clamps were checked for shutoff with no failure noted. No obvious defects were noted. Should additional relevant information become available, a follow-up will be submitted.